Event description:
Revision surgery revealed loosening of the femoral stem component.

Manufacturer narrative:
Additional information: evaluation of this event cannot be performed because the device has not been returned to howmedica rutherford.